Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an unrelated procedure. Ablation energy was delivered near the tip of the right atrial lead. Following the ablation, radio frequency interrogation and wand telemetry ongoing sessions were terminated. Elective replacement indicator error and out of range impedance on the right atrial lead was displayed once the sessions were terminated. The device was reprogrammed and was returned to normal function. The patient was without incident thereafter and was sent to post-op.